Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. The reported patient effects of occlusion, as listed in the supera, instructions for use is a known patient effect. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an implanted unknown supera stent occluded. It is unknown if the occlusion was treated. No additional information was provided.